Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient underwent mesh urthropexy with cystoscope for stress incontinence, first degree cytocele and rectocele on (B)(6) 2011. It was reported that the patient experienced pain, erosion of her internal bodily tissue, pelvic pain aggravated by sexual intercourse, urinary incontinence, dysparuenia, blood in urine, dysuria, frequency, urgency, vaginal bleeding and discharge. It was further reported that she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with cystourethroscopic exam, combined anterior and posterior colporrhaphy with enterocele repair, colpopexy with extra peritoneal approach, sacral spinatus, and iliococcygeal fixation bilaterally due to stress urinary incontinence, pelvic pain, pelvic prolapsed, cystocele, rectocele, enterocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) due to vesicovaginal fistula. No additional information was provided.